Event description:
Guidant received info that a legal claim has been filed on behalf of this pt. It was reported that this pt passed out and was rushed to the hosp. It was alleged that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy and then later failed to delivery therapy. It was reported that this pt passed away.